Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. It is believed that the lead might have a fracture, but this is unconfirmed. No intervention has been done. To date, no adverse patient effects have been reported.